Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead was oversensing noise that caused inhibition of pacing. The lead also had high capture thresholds. A lead fracture was suspected. No intervention was planned or performed. The patient was stable throughout the event.